Manufacturer narrative:
Upon retrospective review, it was discovered that suspect medical device manufacturer name, city and state for the device distributed in the u.s. Was incorrect in the initial report , MFR report # 1415939-2012-00748. This MDR is the correction. This report is being filed on an international product, architect anti-hbs, list 7c18, that has a similar u.s. Product distributed in the u.s., architect ausab, list 1l82. (B)(4). The complaint investigation has concluded that architect anti hbs reagent 7c18-25 is performing acceptably. Historical review shows no adverse trend for this list number and for this issue. The account generated a (B)(6) result in 2010 for an employee, however, a (B)(6) result was returned for a new sample draw in 2011. The customer believes that the result in 2010 must have been (B)(6). The history of (B)(6) vaccination was not maintained for this person and therefore, unable to be checked. (B)(6) reproducibility testing was performed at customer site and the physician judged that the accuracy of the (B)(6) was maintained. No further investigation could be performed in house since the lot number is unknown. Performance testing at the customer site showed acceptable assay reproducibility per package insert. The complaint is deemed to be a malfunction as discrepant results observed for one person between 2010 and 2011.

Event description:
The account generated (B)(6) architect anti-hbs results on staff member during a health check. In 2010, the staff member was architect anti-hbs (B)(6). In 2011, the staff member was architect anti-hbs (B)(6). No additional testing was performed. No information regarding vaccination records and no information about the staff member is available. The account suspects (B)(6) architect anti-hbs results. No impact to patient management was reported.